Event description:
It was reported by the patient that the physician indicated the device had an unexpected battery status level, and that the device would not last more than 2 or 3 years and would therefore need to be replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.